Event description:
The device was used during a exploratory laparotomy. Reportedly, the staples were missing and the anastomosis was not complete. The surgeon performed a colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.